Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump error alarm noted in the pump history and critical pump error due to out of spec force sensor zero offset (-395.5 mv). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 865 mg/dl. The customer experienced symptoms such as tired. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.